Manufacturer narrative:
Initial.

Event description:
It was reported that the patient¿s blood glucose measured 59 mg/dl before a scheduled supply change, after the patient delayed lunch due to the notification to perform the change; troubleshooting and education were completed, and the patient stayed on the system while taking oral glucose and returned to range to proceed with the supply change. Symptoms included low blood glucose without reported clinical manifestations. Outcomes included successful correction with oral glucose and no escalation of care. Investigation included user-guided troubleshooting and education focused on treatment of low glucose and proceeding with the supply change once glucose recovered. Investigation of this case revealed no device malfunction and a low glucose event with unclear cause relative to meal timing. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.